Manufacturer narrative:
Please refer to evaluation summary for analysis results. Manufacturer's reference # (B)(4) during a procedure, it was reported that there was noise on both thermocool® smarttouch® bi-directional navigation catheters and on both systems, carto and ep recording. The physician was not able to continue with the procedure. After exchanging for a third catheter, the problem was resolved. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the noise occurred on all channels, including the 12 leads of body surface and all intracardiac recordings, on both carto and recording system at the same time. For lot # 15880482m, the returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance and was found within specifications. However, during the analysis a magnetic sensor error 105 was displayed on the carto 3. Catheter was dissected and the sensor readings were within specifications. Based on this, the root cause was attributed to a pc board issue. However, this is not related with the noise reported since catheter passed the electrical test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. For lot # 15861224m, the returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed for both lot numbers. However, for lot # 15880482m, a pc board malfunction was found during the analysis.

Manufacturer narrative:
Manufacturer's reference # (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint products to be returned for analysis. Products were not returned for investigation as initially reported. Since the lot # 15861224m & 15880482m were provided, each device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During a procedure, it was reported that there was noise on both thermocool® smarttouch® bi-directional navigation catheters and on both systems, carto and ep recording. The physician was not able to continue with the procedure. After exchanging for a third catheter, the problem was resolved. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the noise occurred on all channels, including the 12 leads of body surface and all intracardiac recordings, on both carto and recording system at the same time. As there was noise in all channels and in both systems at the same time causing difficulty for the physician to interpret the signals. This complaint became reportable. (B)(4).